Event description:
Reportable based on analysis completed (B)(4) 2012. It was reported that during a percutaneous transluminal coronary angioplasty, the device was unable to cross the lesion. Vascular access was gained via the radial artery. The fibrotic target denvo lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. There was a significant lesion bend between 45 and 90 degrees. The 2.75 x 32 mm taxus liberte stent was advanced, but failed to cross the lesion. The procedure was completed with another 2.75 x 32 mm taxus liberte stent. There were no patient complications reported. However; returned device analysis revealed a shaft fracture.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - returned product consisted of a taxus liberte stent delivery system (sds) and stent with the stent protector and product mandrel partially loaded. There was contrast in the inflation lumen. The reported information, the presence of contrast in the inflation lumen, and the position of the stent protector and product mandrel suggest the stent protector and product mandrel were replaced after the reported failed attempt to cross the target lesion. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. The shaft was detached/separated 27 cm from the distal tip. The shaft detachment appeared to be elongated and stretched at the breakpoint and exposed to strain prior to breaking. Microscopic examination of the material surrounding the detachment did not reveal any inherent deficiencies that would have contributed to the incident. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported crossing difficulty or the confirmed shaft detachment. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).